Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that it was like baby poop. They raised it and it was a little better. It was noted that they came home a while ago and it was everywhere. They increased to 3.1 volts (v) at the time of the report and it felt pretty good. On (B)(6) 2017, it was reported that they needed to increase it. They were at 3.9 v and it was coming out faster than they could clean up. The issue started since they called on (B)(6) 2017, eased up, and started again at the time of the report. They increased again and was going to talk to their hcp on the following thursday. They weren't happy about the device.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient experienced a change in therapy. The caller stated that the patient went to their healthcare provider (hcp) on "(B)(6)" and their hcp set stimulation to 1.8 which did not help the patient so the patient decreased stimulation to 1.5. The patient was advised that normally when a patient is not getting symptom control stimulation is increased, not decreased and the patient stated that they hcp told them that they were "going the wrong way" which is why the patient decreased stimulation. The patient stated that they were experiencing fecal incontinence. The change was not reported to have been sudden in nature. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated. Additional information was received from the patient. Patient has experienced a loss or change of therapy and reports still having bowel issues since implant. During the call, the patient was able to increase stimulation. Patient will follow up with their healthcare provider (hcp) if their symptoms don't improve. No further patient complications have been reported as a result of this event. Additional information was received from the patient reporting that they were having trouble with the stimulator and had gone for a couple weeks with everything being fine and all of the sudden they couldn't stop having diarrhea. The patient stated they got the device to help keep the poop from coming out and they did not know what was wrong. The programmer showed stimulation on program 3 at 2.9v and the stimulation was felt in the correct location. The patient asked if they were supposed to turn stimulation up or down. It was reviewed that the patient should turn up stimulation until it was felt in the bike seat area if they weren't getting symptom control. The patient stated the last patient services agent they spoke to told them adjustments could take 2-3 days to kick in. The patient was redirected to their healthcare provider if symptoms did not improve. The change in therapy/symptoms was noted to be sudden. No further complications were reported.